Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have a missing door assembly on pump 1 and 2. This pump was returned by the customer as an end of service device with no alleged deficiencies.  No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event.  The device was visually examined by a baxter technician.  The cause of the missing door assembly on pump 1 and 2 is unknown.  The device will not be repaired as it will be sent for destruction.  If any additional relevant information is received, a supplemental report will be submitted.